Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 528 mg/dl. The customer treated his blood glucose level with the insulin pump. The customer woke up to the insulin pump vibrating and beeping. He had issues with the meter. The device was not returned.